Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was no longer using the device for a long time because the patient has been having issues with it. On (B)(6) 2018 patltr (con): additional information received from a consumer (con). It was reported that, since the device was implanted, the patient had fallen many times. Their healthcare professional (hcp) put a new battery in but there wasn't a connection and the patient felt nothing and didn't use it. It was noted they hadn't had it removed and, when it was working, they had no problems with it. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient was feeling ill all the time because their left hip was bone on bone and the hip was so bad, the patient was in pain and they didn¿t realize how bad it was. The patient¿s activity level was very low because they were in a wheelchair for 3 years and couldn't walk. The patient had a hip replacement on (B)(6) 2017, and the patient could walk again but walked hunched over. No further complications were reported/anticipated.